Manufacturer narrative:
This report is submitted on january 24, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, for unspecific medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR submitted on january 24, 2024, was filed inadvertently. The correct date of this report is december 29, 2023. This report is submitted on january 31, 2024.